Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatments.

Event description:
A patient received 6 appropriate shocks during vt. The 4th appropriate shock did not convert the arrhythmia. Lifevest intended to treat life-threatening ventricular arrhythmias. The failure to convert a shock is a known and potentially adverse outcome of defibrillation therapy. Two additional inappropriate shocks were delivered. Nsvt contributed to the false detection. The response buttons were pressed during the event.the patient went to the hospital for further evaluation and continues to wear the lifevest.